Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.57mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that the fenestrated bipolar forceps instrument's tips would not align. No known impact or patient consequence was reported.